Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states per faxed in quote request, purchasing agent states the plastic panel broke out. Per follow-up call, the way the veteran sits in the chair-his position-his rear is pushing on that side and forcing him to break the plastic. The end user has been using the chair for approx. 10 months. MDR filed.

Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue. The malfunction has not been confirmed.